Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device yielded no image. The screen was black. This is attributed to the damage on the charge couple device (ccd) and shaved video connector. The e315 scope communication error message was not reproduced. Other observations for the device are: due to a scratch on video connector case and light guide (lg) connector, water tightness is lost; universal cord has a dent; and video connector, switch (sw) sw1, angulation lever, up/down plate, right/left plate, control unit, grip, lg cover glass have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner asset that was in use at the customer facility. As reported for this event by the customer there was air leakage from the device video connector and an e315 scope communication error message was received. There is no harm to any patient or healthcare professional due to this event. Upon evaluation of the device, a reportable malfunction of no image being displayed was observed. The screen was black. This is attributed to the damage on the charge couple device (ccd) and shaved video connector.

Event description:
Correction addendum mar 1, 2023: this is an olympus loaner asset that was returned by the customer after use with no reported malfunction. There is no patient involvement. Upon inspection of the returned device, it was observed that there was air leakage from the device video connector, and an e315 scope communication error message was received. The device was then sent to the service center for evaluation and repair. Upon evaluation of the device, a reportable malfunction of no image being displayed was observed. The screen was black. This is attributed to the damage on the charge couple device (ccd) and shaved video connector. This medwatch is being submitted for the reportable issues of e315 scope communication error message and no image observed for the device during inspection and device evaluation.

Manufacturer narrative:
There is more information on the device evaluation. Correction is being made to b5 as this device is an olympus loaner device returned by the customer after use without any malfunction reported. Correction will also be made for the g3 date of the initial MDR. This supplemental report is being submitted to provide this information. Please see the the g3 date of the initial MDR should be feb 1, 2023. Event date is feb 1, 2023. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per the repair history of the device, the device was repaired on jun 24, 2022. The instructions for use includes the following statements: chapter 3 preparation and inspection 3.6 inspection of the endoscopic system inspection of the endoscopic image do not stare directly at the distal end of the endoscope while the examination light is on. Doing so may result in eye injury. Never use abrasive wiping materials or cotton-tipped applicators with a metallic stem because the objective lens may be scratched. 1. Before inspection, wipe the objective lens using gauze moistened with saline solution or sterilized water. 2. Turn on the video system center, light source, and video monitor. Inspect the endoscopic image in accordance with ¿attached document¿ or ¿instruction manual¿. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from momentary disappearing or other irregularities.